Manufacturer narrative:
This report is being filed to correct b5: describe event or problem and h6: device codes from the previous report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high threshold measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high threshold measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this lead was noted to be fractured. No further interventions have been undertaken. The lead remains surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.